Event description:
Stuck inside me- tampon [foreign body in reproductive tract]. Applicators hurt- vagina [vulvovaginal pain]. Applicators hurt [medical device site pain]. Terrible applicators that hurt [complication of device insertion]. Applicator doesn't insert all the way [device deployment issue]. Pulled it out...the string was only an inch long [device breakage]. Case description: consumer reported via rr that the tampon became stuck in her vagina. No serious injury was reported.